Manufacturer narrative:
D4 unique device identifier (UDI) was corrected.

Manufacturer narrative:
A philips response service engineer (rse) spoke with the customer. The rse informed the customer that the situation described sounds like an undesirable setting on the affected host monitor, which causes the settings to be adopted by the parameter server. An email was sent to the customer regarding the transport concept, informing the customer that the setting should be checked and how to do this. A good faith effort (gfe) was made to obtain further details of the issue and the resolution, but no response was received. Based on the available infomation, the exact cause for the reported issue could not be established.

Event description:
It was reported that alarms were turned off after transport. Spo2 and temp were switched off after the x2 was reattached to the docking station. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Event description:
It was reported that alarms were turned off after transport. Spo2 and temp were switched off after the x2 was reattached to the docking station. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.